Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The d10 and g2 fields were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, the malfunction occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a broken plan glass at the tube. Furthermore, the following additional issues were identified during inspection: blurry image, and broken light guide fibers. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the telescope, had a misaligned lens. The issue was found during reprocessing. The procedure was completed with the same set of equipment. There were no reports of patient harm.